Event description:
A registered nurse (rn) reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 for an unknown dialysis issue. However, there were no reported allegations of any issues or malfunctions with fresenius products in relation to the hospitalization. It was stated the patient¿s pd catheter (not a fresenius product) was removed, and the patient will be utilizing hemodialysis for renal replacement needs. The rn was calling to deactivate the patient. No further information was available despite several follow-up attempts being performed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to any serious patient harm or injury.

Event description:
A registered nurse (rn) reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) /2024 for an unknown dialysis issue. However, there were no reported allegations of any issues or malfunctions with fresenius products in relation to the hospitalization. It was stated the patient¿s pd catheter (not a fresenius product) was removed, and the patient will be utilizing hemodialysis for renal replacement needs. The rn was calling to deactivate the patient. No further information was available despite several follow-up attempts being performed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.